Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter; product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a device manufacturer representative indicated that the physician observed a visible bump at spinal incision site. There were no environmental/external/patient factors that may have led or contributed to the issue. Surgical intervention was planned but not yet scheduled. The issue was unresolved and the patient was alive with no injury. No further complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2018, product type: catheter. Product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial #: (B)(4), ubd: 09-jul-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was receiving duramorph with concentration 1 mg/ml at a dose rate of 0.2 mg/day via an implantable pump for non-malignant pain. It was reported that the patient experienced a loss of therapy. The patient had not been getting good therapy since a month ago in (B)(6) 2018 and they were to perform a dye study on (B)(6) 2018 to make sure the catheter was patent. At the time of the call it was inquired about the time changing the pump message code (a810). It was reviewed that this was normal and if there were any personal therapy manger (ptm) flex dosing to let the physician know. It was stated that the patient has flex infusion and they would review with the physician. No further patient complications have been reported as a result of this event. Additional information was received from a healthcare provider via a company representative on (B)(6) 2018. It was noted that a dye study appeared to show a possible catheter issue at the point of insertion at the intrathecal space. A catheter revision had not been scheduled. It was noted that the company representative had no further information at this time.